Event description:
The customer was hospitalized for high blood glucose. The customer mentioned being hospitalized several times in the past six months. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.